Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi error code 800.8000 account name: (B)(6) medical center account #: (B)(4) asset name: asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on error code 800.8000 on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Called in for help on error code 800.8000 on 8015ls unit, with that error he can try to reflash the software on unit if fails retry fail again, replace logic board on unit, confirm part number for logic board with price without tax and also quote for level one repair.